Event description:
A mustang coronary guidewire was placed into a small branch of the second diagonal coronary artery. The target lesion was calcified and eccentric. During attempted removal of the guidewire, it became stuck at the target lesion site. As a result, the tip of the guidewire detached from the shaft and remains within the pt's distal second diagonal artery. There is no further clinical sequelae reported relative to the event.